Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded a rv automatic threshold detected as greater then programmed amplitude or suspended, alert. It was identified that the alert was related to high pacing thresholds without safety margin and loss of capture (loc) was suspected. Also, it was noted that the crt-d recorded two false positive signal artifact monitoring episodes due to a ventricular tachycardia ablation procedure. It was recommended to bring the patient back so the respiratory rate trend could be turned back on and to adjust the rv outputs according with a better safety margin. The patient had been having some intermittent lightheadedness. The crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.